Event description:
It was reported that the catheter was defective and the catheter was longer than the needle with a bd angiocath¿ IV catheter. The following information was provided by the initial reporter, translated from japanese to english: at pediatrics, hcp couldn't puncture to the patient properly. S/he found the catheter was longer than the needle and needle tip didn't come out.

Manufacturer narrative:
Additional information: there was an additional lot returned for investigation. The information for the lot number is as follows: d.4. Medical device lot #: 8176688. D.4. Medical device expiration date: 5/31/2023. H.4. Device manufacture date: 6/25/2018. H.6. Investigation summary: an unused unit in an opened package and 45 unused units in sealed packaging, all of catalog number 381112, lot number 7345853 were received. Also received in an unused unit in a packaging open catalog number 381112, lot number 8176688. The defect was not observed for lot number 8176688. A visual analysis of the samples was performed and the lie distance was correct in all of them. According to the visual analysis of the sample photo that was received open can be observed that the catheter is over the bevel, confirming the client's report. A review of the device history record revealed no irregularities during the manufacture of the reported lot. Conclusion(s): lot: 7345853 - based on the results of the investigation so far the root cause for the reported defect according to the history of corrective maintenance occurred due to a measurement variation in cannula height. Lot: 8176688 - in addition to the fact that no records were found that could cause this complaint during the batch history and non-compliance analysis, based on the results of the investigation so far a root cause has not been determined for the defect described in this complaint. H3 other text : see section h.10.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the catheter was defective and the catheter was longer than the needle with a bd angiocath¿ IV catheter. The following information was provided by the initial reporter, translated from (B)(6) to english: at pediatrics, hcp couldn't puncture to the patient properly. S/he found the catheter was longer than the needle and needle tip didn't come out.